Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient's sensor was not communicating, on (B)(6) 2016. No additional event or patient information is available.